Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast reconstruction revision surgery with implantation of a 425 mentor smooth round moderate profile saline breast implant prosthesis. Post-operatively, the patient had a physical exam conducted and was subsequently diagnosed with baker grade ii capsular contracture affecting the left breast. As a result, the patient underwent removal on (B)(6), 2022. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-01613 for the contralateral event.

Manufacturer narrative:
An evaluation was completed on (B)(6) 2022. Visual analysis of the returned sample revealed that the breast implant was found to have an area of missing material on the anterior view, measuring approximately 1.2 cm x 1.3 cm. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4)

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Additionally, decontamination paperwork received with the device indicated an updated date of explantation which was (B)(6) 2022. Manufacturer¿s reference number: (B)(4).